Event description:
Additional information was received from the patient. They reported that the physician had been notified on 2021-may-25 about the issue. The return of symptoms/device not working was due to the patient's fall. The root cause was determined. There was damage to the battery and leads. There was a possible lead disconnection.

Manufacturer narrative:
Continuation of d10: product ID 978a133, lot# va28vng, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported that they need to increase stimulation because they have had a return of symptoms. They requested assistance increasing stim. The pt stated they don't feel like ins is working anymore and they were going to the bathroom constantly. Patient services provided education on how to increase stim and the pt reported getting device not responding on the call despite repositioning communicator directly on ins (directly on skin). The pt confirmed they were using micro my therapy app. The patient services agent inquired possible causes and the pt reported they have had a couple falls and reported this all started since the falls. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.